Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the error code was attributed to a faulty memory card. The cause of the faulty memory card was not established at this time. However, it is possible, dust inside the device contributed to the reported event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During device evaluation e344 (backup failed) was found, and the following findings were revealed: error code e211 (internal memory failure). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported on behalf of the customer that the otv-s300 was installed and error e211 (internal memory failure) occurred when starting up. The representative tried several times, but the problem did not improve. After the factory inspection was completed, they did not do anything with the device until it was returned to the facility. It was removed from the blue plastic bag and installed on site. The device was not dropped or otherwise handled. During the device evaluation, the following reportable malfunction was found: an error e344 code (backup failed) occurred. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6, h10. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the e211 error message was caused by a temporary poor contact of the secure digital (sd) internal memory card, and the e344 error message occurred because the backup was carried when the e211 occurred. Olympus will continue to monitor field performance for this device.